Event description:
Boston scientific (bsc) cardiac rhythm management received info that this atrial lead had dislodged. A procedure was done to reposition the lead. Once the helix was retracted, it stuck and the doctor could not extend it. There were no adverse pt effects stated.